Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports a palindrome catheter inserted on (B)(6) 2010 on a patient had fallen out on (B)(6) 2010. Catheter needed to be replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.